Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the infusion device shut off without first providing the w32 warning message and the m22 maintenance message reliably. No adverse event was reported. The infusion device was returned.